Event description:
It was reported that the workstation control panel keyboard on the 9800 system is not functional. It was also noted that the touchscreen on the right monitor is not responding. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reseat the system interface pcb into the backplane. Reseated the system interface pcb. The system was tested and found to be working as intended and placed back into service.